Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was using an amphirion deep balloon for treatment. The device was prepped as per the IFU with no issues identified. The device did not pass through a previously deployed stent. No resistance was encountered. It was reported the balloon burst longitudinally at low pressure. All fragments were not retrieved, physician tried to aspirate.  Another balloon was used to complete the case. No further patient injury reported for this event

Manufacturer narrative:
Additional information: treatment was for the tibial artery, with a lesion length of 210 mm, %75 stenosis and no degree of tortuosity. The balloon was inflated using a non-medtronic device with a half contrast and half saline solution fluid. One prior inflation was applied. The balloon burst at 2-3 atm. All fragments were not removed from the vessel and there was vessel damage to the tibial artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.